Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out-of-range right atrial (ra) lead pacing impedances. Additionally, a signal artifact monitoring (sam) event was recorded; however, the cause was not determined. Technical services (ts) provided troubleshooting recommendations and advised further evaluation of the lead. No adverse patient effects were reported. This ra lead remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this ra lead was surgically capped and replaced. No additional adverse patient effects were reported. This ra lead has not been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out-of-range right atrial (ra) lead pacing impedances. Additionally, a signal artifact monitoring (sam) event was recorded; however, the cause was not determined. Technical services (ts) provided troubleshooting recommendations and advised further evaluation of the lead. No adverse patient effects were reported. This ra lead remains in service.